Event description:
The customer called and reported she went to the hospital with high blood glucose of 461 mg/dl, but was not seen or treated by a healthcare provider, as she was not in diabetic ketoacidosis. Customer treated herself with boluses and drank water. When she woke up on the morning of this report, her blood glucose was 322 mg/dl. At time of this report, customer's blood glucose was 273 mg/dl. Customer performed high pressure test with the insulin pump and the test was passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.